Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) performed preventative maintenance (pm). Additionally, fse replaced the vacuum valves, vacuum tubing, and the vacuum pump to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided. (B)(6).

Event description:
The customer reported low c-reactive protein (crp), blood urea nitrogen (bun), amylase (amy), and total bilirubin (tbil) patient results on their au5800 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event.